Event description:
Pt was implanted with mesh, open procedure, for an incisional hernia repair. Pt was complaining of abdominal pain, when dr. Received notification of recall, decided to investigate further. Mesh was explanted in 2006-confirmed ring break, mesh was bunched at the ring break, but otherwise was laying smooth.